Event description:
Pt implanted 10 yrs ago with cslp small stature locking plate and six screws for an anterior cervical fusion. Pt complained of dysphagia. X-ray showed most superior right screw backed out and floating in soft tissue, pressing against esophagus. 2-level cslp plate removed along with five screws. Floating screw remains in pt with removal at later date. No add'l hardware implanted, as pt fused.

Manufacturer narrative:
Reported date of events noted by surgeon - 2001 - surgeon noted mild backing out of superior screw; in 2007 - pt presented with difficulty swallowing. Screw currently remains in pt. Synthes is unable to determine mfg site or mfg date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.